Event description:
A customer reported a loss of monitoring (ECG waveform dropout) up to one hour duration for multiple telemetry pts. "No telem" messages were displayed at the central station. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.